Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an esophagogastroduodenoscopy (edg) with stent placement procedure on a female pt (age unk; however, under 50 years). According to the complainant, during preparation, the stent kept crimping while attempting to load the stent into the delivery catheter. The procedure was completed with another polyflex esophageal stent. There was no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) (stent crimping). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).